Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump is resetting every time a new battery is inserted. The customer's blood glucose is unknown. Customer states receiving a change sensor alarm and an external ram crc error. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test also, unable to test a17 and a21 alarm due to a33 alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.